Event description:
It was reported that a patient with known allergies to mint developed soreness of the gingiva after an impression was taken using aquasil ultra. The following day, the patient reported tenderness, some bleeding, and a rash-like reaction of the oral mucosa. An oral rinse apparently previously prescribed or recommended by the patient's physician was used to treat the symptoms.

Manufacturer narrative:
While it is unknown if the aquasil used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reported. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.